Event description:
It was reported that a brake malfunction occurred. A 1.50mm rotapro was selected for use. During functional test, it was noted that the brake of the rotapro advancer did not work. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.

Event description:
It was reported that a brake malfunction occurred. A 1.50mm rotapro was selected for use. During functional test, it was noted that the brake of the rotapro advancer did not work. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure. Further information revealed from the initial investigation clarifies that the break issue is a failure to release the wire, instead of failure to lock on the wire.

Manufacturer narrative:
H6: correction to device code to more specific mechanical jam. The rotapro was received for investigation. After destructive testing was performed, it was found that the driveshaft (turbine) was corroded, indicating the presence of dried saline within the device. The collet was found to be seated in the brake housing and was closed at the distal end preventing wire movement. It was considered likely that the collet position interfered with the brake defeat to perform properly during analysis. There were no other damages or defects identified during destructive testing that would be considered attributable to the reported brake failure.